Manufacturer narrative:
(B)(4). Batch # m54048. The analysis found that one plee60a device was returned in good visual condition and with an ecr60b cartridge reload present. Additionally, the reload was received with the right side fully fired; left side outer row and the right two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In addition the cartridge pan was noted to be partially dislodged at distal end. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015 information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device fully cut and partially staple: yes. The surgeon says he didn¿t notice any staples. However, drivers are clearly visible up through the reload at the proximal portion of the reload and the stomach was wide open and bleeding. He also said that the loud cracking noise was heard as the blade returned not as it fired. -or- did the device partially fire (staple line and cut line started but not completed)? What was the appearance of the deployed staples (b-formation, irregular, goal post)? This was not noticed by the surgeon how long was the procedure delayed (minutes): 30 minutes. Was the post-operative care changed based on the delayed procedure: if yes, please explain. Yes. The patient was kept in the hospital one extra night for observation following the procedure. Also, the surgeon discussed with me that a couple of days after being discharged the patient was readmitted to the hospital with what turned out to be gi bleeding and had to be transfused with two units of blood. He stated that there is no way to know if the stapler/ reload issue was the cause and that there could have been other causes. Attempts are being to obtain additional information. To date no information has been received. Patient bmi?

Event description:
It was reported that during a sleeve gastrectomy procedure, during the second firing a loud crack was heard. When the stapler was removed from the tissue it was observed that the staple line was only partially closed the distal 1/2-2/3 remained wide open and cut. The reload was observed to have only about 1/3 of the drivers visible. The stapler was replaced with a new one and after hand sewing the stomach closed the remainder of the sleeve was completed without incident. The firing was with a blue load following a black load that had been used with a seam guard buttress material. On visual inspection the load has been damaged by the blade and the blue plastic has partially separated from the metal casing. The stomach had to be hand sewn closed at the site of the issue which added considerable time to the procedure due to the length of the defect. There were no adverse consequences for the patient.